Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital he developed low blood glucose and was treated in the hospital. The blood glucose reading was 34 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.